Manufacturer narrative:
This report is submitted on may 09, 2023.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported); however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment. The implanted device remains.